Event description:
It was reported that during a laparoscopic cholecystectomy procedure, gas was leaking. Unk how case was completed. Surgery was prolonged one minute. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.